Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Pump unable to prime during prime test due to loose/protruded drive support disk. No compromised forced sensor alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump had no numbers counted anomaly or black screen anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 140 mg/dl at the time of the incident. The drive support cap was sticking out, and the screen went blank after the alarm stopped ringing. Customer was advised a replacement insulin pump will be sent out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.